Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a device not detected on bus, unable to recover even after the reboot. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 2.2 row c was missing in the station. The field service engineer (fse) ran hardware test application (hta) and opened the drawer, where the lights on the row board were showing red. The fse used the staple to shorting pins and rebooted the station. The fse ran hta again, inserted pockets into row c and performed final test to verify the drawer functionality. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a device not detected on bus, unable to recover even after the reboot. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.